Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. It was also reported on an unknown date, the patient recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with inrome injection (1.5gm, intraperitoneal, once daily for 5 days, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events and was retrained on proper aseptic techniques. No additional information is available.